Manufacturer narrative:
Additional information: b2, b5, g2, g3. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, the descemet's tear, posterior capsule rupture and corneal edema cases are believed to be unlikely related to the stent procedure; the postoperative macular edema and uveitis cases are difficult to ascertain whether these were related to the cataract surgery in a predisposed narrow angle patient or exacerbated by the stent procedure. Reportedly, all the cases resolved with conservative medical treatment without further surgical intervention, and with good visual outcomes. The report noted that patient details and device serial numbers are not available.

Event description:
The following was reported through a review of the article titled, "cataract surgery with and without trabecular micro-bypass stent in primary angle-closure glaucoma: a multi-centre cohort study". Reportedly following cataract plus trabecular microbypass stent system procedures in a total of ninety-five operative eyes, the following events occurred. Per report, there was one (1) case of descemet's tear, and one (1) case of posterior capsule rupture. Additionally per report, there was one (1) case of postoperative corneal edema, three (3) cases of postoperative transient anterior uveitis, and three (3) cases of postoperative transient cystoid macular edema. Additional information has been requested. Please see the attached article for further details. Reference doi.org/10.1038/s41433-025-03923-x.

Manufacturer narrative:
Additional information: a2, a3, b6, b7: mean and mode used. B3: publication date used as event date. H6-(health effect clinical code 4): e0837. H6-(health effect clinical code 5): e0819. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for these device lot numbers could not be reviewed. A review of the device labeling and associated risk documents was completed. Uveitis, macular edema, corneal edema, capsular bag tear and descemet detachment are identified as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the devices or the way they were used. The reported events (uveitis, macular edema, corneal edema, capsular bag tear and descemet's tear) are established risks associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: 45955.